Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. Upon eval, there was an open pulse wire between ECG electrode a and the front therapy electrode (te) in the cable connecting the distribution node (dn) and front therapy electrode (te). The cause of the check te pad messages is the open pulse wire. The root cause of the open pulse wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that he was receiving check therapy pad messages. The pt was issued a replacement electrode belt.